Event description:
A us distributor contacted zoll to report that a patient developed an irritation on his back under the therapy electrodes. It was described as itchy and red. There was no alleged device malfunction contributing to the irritation. Patient was advised to use cortisone cream when she placed a call to the ER. Follow up indicated that the irritation has improved.